Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the pt line of the homechoice set without pausing therapy. When hp disconnected themselves, they used a flexi cap to cap off their transfer set. When hp's spouse awoke, they noted the wrong cap on hp's transfer set and changed the flexi cap to a mini cap. Then in an endeavor to correct the issue causing the alarm, spouse reconnected hp's transfer set to the pt line of the homechoice set. Per rn, no pt injury or medical intervention was associated with this incident.